Event description:
Facility reports pt awoke to find a leak had occurred from their transfer set. The pt then went to the facility to have the set replaced. The pt's set was replaced and prophylactic antibiotics were given. According to the facility the set only leaks when it is in the open position, from the tubing inside the set. The set has been on for 20 days. The pt has been on peritoneal dialysis since 1/2002. Sample is available for eval.